Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the parity por bit was not reset.

Event description:
It was reported that the implantable neurostimulator (ins) had a power on reset (por) condition. It was stated that the por was first seen on the recharger when attempting to charge the ins prior to implantation. When interrogating the ins with the clinician programmer after using the recharger, the por code did not show. Additional information received reported that the ins was still in its original packaging and would be returned to the manufacturer. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.